Manufacturer narrative:
The insulin pump was received with physical damage, a broken belt clip slot on the case and a blank display due to a broken solder joint.

Event description:
It was stated that the insulin pump had a blank display. Troubleshooting was performed, and the issue was not resolved. It was stated that the battery cap was damaged and corroded. Advised that the insulin pump would be replaced. Nothing further was reported.